Event description:
Reportedly, in the opinion of the physician, a premature battery discharge occurred. At the time of interrogation, the pacemaker was in emergency mode (vvi 70min-1) and battery impedance was 24 kohm. The device was replaced and will be returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.